Event description:
It was reported that a post-operative examination one day after the surgery revealed that a metal-like reflexive material was behind the implanted toric intraocular lens (iol). When the iol was implanted the material that had the same size as a toric mark was visible on the lens and reflected. The foreign material was not clearly visible under the microscope, but it appeared to be as a round foreign matter, like iron powder on a slit photograph. Post-operative inflammation has not occurred. The patient is being monitored. No patient injury was reported and no other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Email address: unknown, as information was requested but not provided telephone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.